Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting and had the customer stop system function and place paper towels on the floor. A field service engineer (fse) was dispatched and discovered a slight leak at the cx3 bulkhead quick disconnect fitting to the cx4 hydropneumatic (hydro). The fse cleaned and reseated the quick disconnect fitting, calibrated cx3, and ran qc. The issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the creatinine reagent is leaking from the synchron cx9 alx clinical system onto the floor. The customer could not locate the source of the leak. No injury or operator exposure was reported for this event.